Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30564245l number, and no internal actions related to the complaint was found during the review. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).

Event description:
It was reported that a female patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced a cardiac tamponade requiring pericardiocentesis. It was initially reported that upon connecting thermocool® smart touch® sf bi-directional navigation catheter (lot # 30550513m) to cable, a metal interference mark always appears. Later, a magnetic sensor error occurred. Although reconnected and cable was changed but the issue continued, so the issue was resolved by changing the catheter to another one (thermocool® smart touch® sf bi-directional navigation catheter (lot # 30564245l). The customer¿s reported magnetic sensor error issues with of thermocool® smart touch® sf bi-directional navigation catheter (lot # 30550513m) are not considered to be MDR reportable since the incidence of magnetic sensor error is easy detectable by the user. The catheter is inoperable , since it cannot be visualized on the carto system. The user will have to replace the catheter. The most likely consequence is an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death is remote. After the procedure, pericardial effusion was noted. Pericardiocentesis was performed, blood pressure recovered, and the treatment was terminated. The physician commented that it was not related. Additional information was received indicating the physician¿s opinion on the cause of this adverse is that there was no relationship with bwi products. Patient outcome of the adverse event was reported as fully recovered. Prior to noting the cardiac tamponade ablation had already bee performed. No evidence of a steam pop. This event is being reported against thermocool® smart touch® sf bi-directional navigation catheter (lot # 30564245l) since this is the catheter that was used during the procedure.